Event description:
The customer stated he was hospitalized for high blood glucose levels. The blood glucose levels were not reported. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusions can be drawn at this time. We, therefore, consider this report complete to the best to our knowledge.